Event description:
It was reported that the patient presented in clinic with pericarditis. The right ventricular lead was explanted and replaced, and the patient was stable before and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.